Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3555-31, lot# n643739, product type: screening device.

Event description:
Information was received from a manufacturer representative regarding a trial patient. After the lead was implanted for a trial, it was reported that one of the leads had out of range impedance values. The out of regulation (oor) code was also seen. The manufacturer representative swapped the lead in the multi-lead trialing cable (mltc) port and still had high impedances. The manufacturer representative tried another mltc and still had high impedances. The health care professional (hcp) replaced the lead and it was fine. No patient symptoms were reported. The manufacturer representative was going to send in the lead and mltc. This event occurred and was reported on (B)(6) 2017.

Manufacturer narrative:
Other applicable components are: product ID: 3555-31, lot# n643739, product type: screening device. Analysis of the lead found no anomaly.

Manufacturer narrative:
Product ID: 3555-31 lot# n643739, product type: screening device. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.